Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade unknown". The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. The device has been explanted.